Event description:
Following predilation, an attempt was made to use a scuba co-cr stent to treat a severely calcified lesion which exhibited 70% stenosis. It was reported that some force was applied during removal of the protective sheath. The device was inspected and prepped prior to use with no abnormality noted. Some force was required to advance the device to target lesion and during device advancement the physician noted that the stent had dislodged in the patient vasculature. The dislodged stent was removed from the patient¿s body with a snare device. The procedure was completed by using another device. It was reported that no injury was caused to the patient.

Manufacturer narrative:
Evaluation results/conclusion: (based on the information available no root cause can be determined - investigation ongoing). (B)(4).